Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a damaged passive planar ball tip probe. It was reported that when the camera was able to see all of the spheres, it was not possible to verify the probe. The frames's geometric error was slightly above the passing rate. When one of the spheres was covered, it would then verify. When looking at the frame of the probe one of the arms appeared to be slightly bent which could have been caused over time by pulling the spheres off the frame. It was reported that there was no patient present when this issue was identified and it was reported that the issue was discovered by a representative during a case. Follow-up is being conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue was discovered at the beginning of a lumbar fusion procedure. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that with markers attached and fully seated, the probe was not able to verify. The support arms were slightly bent which caused a high geometry error. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site did not use the probe for the procedure and that they had used one from a different set to complete the case.